Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. . During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
In the previous report, product brand name, product UDI, device serviced by 3rdp? Device avail. For eval? And device manufacture date section which were selected incorrectly, has been updated/ corrected in this follow up report.